Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case inside a self-sealing non-company pouch placed into the lens carton. Solution was dried on the lens. One haptic was broken in the gusset area. The broken haptic portion was returned. The optic was broken, possibly cut, into three pieces. The posterior surface of one optic portion was scraped across the central area and was split from the optic edge toward the center. The other optic portion had splintering cracked lines of damage travelling from the broken optic line of damage. Product history records were reviewed and documentation indicated the product met release criteria. A qualified cartridge and handpiece were used with the lens. The viscoelastic information was not provided. It is unknown if a qualified viscoelastic was used. The root cause cannot be determined for the reported complaint. The lens was broken into pieces with additional cracked, split, and scraped optic damage. It is unknown if a qualified viscoelastic was used. The instructions for use (IFU) instructs: company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the intraocular lens (iol) to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company model iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received and stated that lens was removed during initial procedure.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported during an intraocular lens (iol) implant procedure, the intraocular lens was cracked. There was patient contact. The procedure was completed with another lens. Additional information has been received and stated that there was no patient harm. There are two medical device reports associated with this report. This is 2 of 2.